Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient alleged pneumonia and pain in right hand. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Previously in adverse event or product problem, incorrectly marked on adverse event and product problem. Now this is corrected this is only product problem so adverse event is unmark.